Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00039. The patient received her scs system on (B)(6) 2009 consisting of an ipg, two percutaneous leads and two extensions. It was reported that she was without stimulation. Follow-up on this matter found that three of the patient's lead contacts exhibited invalid impedance readings. The patient was reprogrammed and effective stimulation was recaptured. It is unknown which lead was affected; therefore, both lots are being reported.